Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address moderate cup ingrowth, minimal corrosion and a large pseudocyst.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address moderate cup ingrowth, minimal corrosion and a large pseudocyst. Update - (B)(4) 2012 litigation papers allege that the patient as a result of excruciating pain, and the impaired ability to walk, underwent debilitating revision surgery on her left hip. Additionally, the patient has elevated levels of chromium and cobalt in her system. There is no new information that would change the outcome of the investigation. Update: plaintiff fact sheet received, per implant sticker sheet the part/lot information within this complaint is for the right hip. No new information was provided that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which indicates that patient has not been revised on the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. Depuy still considers this investigation closed.